Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer's international service center reported that a new battery was being tested. The battery was connected to a v60 vent, and run-in was performed. Then the v60 unit announced 'battery failed." The same battery was attached to second v60 vent and the same issue occurred. There was no patient involvement.

Manufacturer narrative:
After the battery was confirmed to be faulty at the international service center, it was disposed of.

Event description:
The problem of battery failure was found at the manufacturer's sales office and it was also confirmed that the battery had an issue (the v60 unit had no issue). The faulty battery was replaced at the sales office and delivered to the customer. There was no patient involvement.